Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 6mm longitudinal tear 5mm distal of the proximal balloon bond. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the longitudinal tear. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The overall length of the catheter was measured and passed product specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in a severely calcified unspecified vessel. A 2.00mm x 30mm emerge¿ balloon catheter was advanced to dilate the target lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon tear.